Event description:
Material#: 515079 batch#: 2311501 it was reported by the customer that around 1510 when I was about to start the treatment, I saw a drop of chemo coming from the phaseal on c100 . I immediately brought it to pharmacy to change medication. Verbatim: rcc received a complaint via email. Email(s) attached we had a safety event reported for bd item #s 515079 (phaseal optima infusion adapter). Let¿s identify this as bd 270, as a reference number. The defective products is available for pick up from defect depot. Please contact hector leal regarding product pickup from defect depot. Based on the information provided below, could you start a product quality report? Bd 270: reported date: 4/17/2024; event date: (B)(6) 2024; item numbers: 515079; lot number: 2311501; item available for pick up?: yes; picture: no; patient harm: none; area: atc blue (acb): mays (ambulatory care bldg.). Event details: ¿around 1510 when I was about to start the treatment, I saw a drop of chemo coming from the phaseal on c100 . I immediately brought it to pharmacy to change medication.¿

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: several unused samples were provided to our quality team for investigation. Through visual inspection, no damage or defects were observed on any of the devices that could have contributed to the reported leak. Functional testing was performed, the adapters were properly inserted into the infusion bag, liquid was passed through the infusion adapters, in all instances the product functioned properly and no leakage was observed. A device history review was performed for reported lot 2311501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for the reported lot and no issues were identified, product was verified to meet required specification. Based on the our quality team's investigation and given none of the returned samples displayed any issues related to the reported incident, we are not able to identify a root cause at this time. Complaints receive for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.